Event description:
It was reported that during an atrial fibrillation procedure, a faradrive sheath and a farawave catheter were selected. During procedure, upon insertion appeared fine, after left side pulmonary veins ablated, the physician attempted to maneuver the catheter to the right but was unsuccessful. Retracted the catheter into the sheath and tried to advance the wire without success. Changed to new catheter and upon advancement noticed several air bubbles in sheath, aspirated and flushed several times until physician decided to proceed with radiofrequency ablation and removed the faradrive. The procedure was completed successfully. No patient complications were reported.